Event description:
Received device report from synthes (B)(4). A hospital in (B)(6) reported that a pt was implanted with a plate and screw construct on an unk date for a tarsal, metatarsal fusion. X-rays taken on (B)(6) 2012 showed a non-union, a broken plate, four broken screws and two screws that backed out of the plate. Reportedly, pt was non-compliant and had arthritic bone. The pt was revised to a foot fusion construct on (B)(6) 2012. All hardware was disposed of. This is the 4th of 7 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or catalog number or lot number provided.